Manufacturer narrative:
This report is submitted on november 03, 2022.

Event description:
Per the clinic, the patient swallowed a rechargeable battery (specific date not reported) and subsequently, underwent a surgery on (B)(6) 2022 to remove the battery.